Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber metal cap partially detached and the outer flow tubing was damaged. The joules expended and fiber usage time are unknown. The procedure was completed with second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber damage was confirmed. Analysis of the fiber revealed that there was a proximal circumferential fracture under the proximal end of the metal cap. It is probable that there was excessive manipulation or bending of the fiber while advancing it down the scope, likely contributing to the glass cap fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. The instructions for use indicates: do not bend the fiber at sharp angles. Damage may occur to the fiber. The reported fiber metal cap detachment was not confirmed. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Examination under magnification observed a proximal circumferential fracture under the proximal end of the metal cap. The fiber was able to rotate independently, proximal to the fracture. In addition, there was outer flow tubing damage in the same area. The connector cone, segments, and tabs appear in good condition and secured. The glass cap exhibited no signs of devitrification or debris adhesion. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber metal cap partially detached and the outer flow tubing was damaged. The joules expended and fiber usage time are unknown. The procedure was completed with second fiber without patient complications.